Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a medwatch event report submitted by a customer stating that their pharmacy may have made a dispensing error. They were dispensed a freestyle libre reader that was labeled by the pharmacy as a 14-day reader although it was unclear from the product packaging if it was actually a 10-day reader or 14-day reader. It was further reported that the customer was dispensed a 14-day sensor, which is incompatible with a 10-day reader. There was no report of any medical treatment or intervention associated with the product issue. Based on the information provided, there was no report of serious injury associated with this event.